Event description:
It was reported that the patient presented with intermittent loss of ventricular capture even at high output. A lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.